Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted. Reportedly, the customer was using apidra insulin and cartridges were used 4-5 days.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.